Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken, detached and blackened and proximal pierce hole is melted and blackened. A fraction of the cutting wire including the anchor/notch was received in a petri dish. The cutting wire was found broken and blackened, also, the proximal pierce hole is melted and blackened, so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal end of the cutwire broke. It was noticed that the sharp end had gone into the bile duct which caused trauma and bleeding. Although bleeding subsided on its own before the procedure was completed, the physician still used and placed a plastic stent due to the tissue trauma to promote proper drainage in the cbd. Reportedly, when the tome was removed, it was found that the cutwire was no longer attached. They could not confirm if the detached cutwire was successfully found or not. The procedure was completed with a second hydratome rx 44. The patient's condition at the conclusion of the procedure was reported to be with no adverse conditions.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal end of the cutwire broke. It was noticed that the sharp end had gone into the bile duct which caused trauma and bleeding. Although bleeding subsided on its own before the procedure was completed, the physician still used and placed a plastic stent due to the tissue trauma to promote proper drainage in the cbd. Reportedly, when the tome was removed, it was found that the cutwire was no longer attached. They could not confirm if the detached cutwire was successfully found or not. The procedure was completed with a second hydratome rx 44. The patient's condition at the conclusion of the procedure was reported to be with no adverse conditions.